Event description:
It was reported that the device was explanted for an unknown reason. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The atrial output was less than 1mv at any programmed setting. It was also noted that the device drew 33ua of current drain. The anomalous atrial output and higher-than-nominal current drain was confirmed by pal. The high current drain inexplicably cleared during analysis while the low atrial output issue remained. All capacitors and components related to atrial pacing and the l309 pacing integrated circuit (ic) (where atrial pacing is generated) were isolated and were shown to function nominally. The analysis was terminated with no cause determined for the reported failure mode. (B)(4).